Event description:
The recipient reportedly experienced loss of lock due to a head trauma incident. The recipient presented with swelling which later resolved. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed scratches and damaged silicone overmold. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed disturbed bond wires. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The internal visual inspection confirmed disturbed wirebonds at the digital and analog chips. It is believed that the failure of this device was caused by the damaged wirebonds observed on the hybrid. This damage caused a short resulting in a loss of lock. This damage is consistent with the reported head trauma. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.